Manufacturer narrative:
The device in question has not yet been returned to olympus for investigation. The cause of the user's experience cannot be determined at this time. However, if the device will be received at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a transurethral resection of bladder tumor, the cord caught on fire (match size flame) then popped in half. The procedure was completed with a different cable. There was no harm to the patient.